Event description:
Caller reported a malfunction on the pump, identified as code 199 in tandem source, indicating an issue with the device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues occurred.